Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). The investigation and product evaluated was complete. Black chemistry observed. The most likely underlying root cause of this malfunction was due to improper storage. The device was exposed to undesirable levels of humidity. Additional product codes added. (B)(4).

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 92 to 160mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not performed during call due to expired test strips. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is over four months; therefore are expired. Recall test results performed fasting from meter memory (date / time not set correctly): 40mg/dl, (B)(6) 2015 01:23pm. 45mg/dl, (B)(6) 2015 01:21pm. 29mg/dl, (B)(6) 2015 12:43pm. 40mg/dl, (B)(6) 2015 05:05pm. 45mg/dl, (B)(6) 2015 12:45pm. Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 92 to 160mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not performed during call due to expired test strips. Storage of test strips not verified. Test strip lot MFR's expiration date is 09/30/2016 and open vial date is over four months; therefore are expired. Recall test results performed fasting from meter memory (date / time not set correctly): 40mg/dl, (B)(6) 2015, 01:23pm; 45mg/dl, (B)(6) 2015, 01:21pm; 29mg/dl, (B)(6) 2015, 12:43pm; 40mg/dl, (B)(6) 2015, 05:05pm; 45mg/dl, (B)(6) 2015,12:45pm; adverse event not reported.